Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09may2020.

Event description:
It was reported that the unit shut down when the ac (alternating current) power is removed. There was no patient involvement. The manufacturer's remote service technician performed troubleshooting with the customer. The customer reported that the ac indicator was illuminated; however, the battery charging indicator was not illuminated. In the user configuration, the battery was greyed out. The technician recommended that the customer check to ensure the battery voltage is 24 and advised the customer that the battery should be replaced every 2.5 years. The technician also recommended that the customer swap out the battery to determine if the unit has a power supply issue or a battery issue.

Manufacturer narrative:
G4: 11may2020. B4: 13may2020. The customer reported that they were able to correct the issue. The battery was the cause of the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.